Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Per technical summary 33069, rev b, regurgitation which develops progressively over time can be due to a number of issues including patient related factors, structural valve deterioration or nonstructural valve dysfunction. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Central regurgitation can also develop due to non-structural valve dysfunction (nsvd) such as pannus/host tissue overgrowth on to the leaflets leading to abnormal coaptation. Per technical summary (B)(4), rev b, svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Per (B)(4), rev q, and (B)(4), rev o, a CAPA/scar/pra is not required, as there are no confirmed product or labeling non-conformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported that a 31mm 6900ptfx mitral valve in the tricuspid position was disabled via valve in valve procedure after an implant duration of 5 years, 11 months due to severe tricuspid regurgitation. The procedure was completed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.